Event description:
It was reported by the affiliate that the (2) er320 were used during a laparoscopic colectomy procedure. It was reported that the instruments had malformed clips and also spit the clips. (None fell into the pt). The case was completed with a new instrument and there was no consequence to the pt.